Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source. Customer¿s blood glucose level was 194 mg/dl. It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy.